Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 398 mg/dl. Infusion set site was changed. Correction bolus and manual injections were used to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Pump data was reviewed by cts and no alarms were found to have suspended insulin. However, the customer continued to allege the pump was cause of the elevated bg.